Event description:
Additional information received indicates that surgical intervention took place where in the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's charging system stopped communicating with their ipg approximately 6 months ago. Subsequently, the patient lost stimulation. Reportedly, a replacement charging system was sent to no avail.; however the patient programmer successfully connected to the device. Surgical intervention is pending at this time to further address the issue.

Manufacturer narrative:
Abbott sent a replacement charger and the issue did not resolve. The patient awaiting an ipg replacement. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.